Event description:
A customer contacted global technical service (gts) reporting a system error 2240 / 2367 (air in set) during dwell 3 of 4 on the homechoice (hc). The home patient (hp) was connected. The ultrafiltration volume was -2157ml. The technical service representative (tsr) cycled power, cleared, and explained the alarms. The caller will discard the supplies and call the registered nurse (rn) regarding the air detect alarm while being connected and not finishing therapy. The hp had the clamps open on the unused lines. The tsr told the caller the unused lines should have closed clamps. The caller will call back if they have any problems or questions. There was patient involvement. There was no serious injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The root cause of the report of a system error (se) 2240 was determined to be use error, due to an open clamp. The labeling instructs the customer to ensure clamps on unused lines are closed. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted.